Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed. The customer's blood glucose level was 21.9 mmol/l at the time of incident. The customer stated that they were able to clear the alarm but were unable to rewind the insulin pump. Advised the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will not be returned for analysis.